Event description:
On sept 15, 2008, it was reported to boston scientific corp that a prolieve thermodilatation was used during a benign prostatic hyperplasia (bph) procedure six days prior. According to the complainant, during the procedure, the prolieve system continued to go over 42 degrees. No pt complications were reported as a result of this event.

Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The prolieve thermodilatation system will be serviced on-site. Therefore, a failure analysis is not currently available and we are not able to determine the relationship between this device and the cause for this event.